Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). The lot number (18f24g0131) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the cardboard box and was in a clear plastic bag. Upon return, the device was in two separate sections. The section 1 included the iabc bladder and distal tip. The bladder was fully unwrapped. The proximal end of the bladder was no longer attached to the iabc outer lumen; no tearing was noted to the bladder material at the proximal end. Furthermore, the iabc distal tip was noted separated and no longer attached to the iabc central lumen/inner cannula. Dried blood was noted on the exterior surfaces; dried blood was noted within the iabc bladder/helium pathway. No other damage or abnormalities were noted. The section 2 included the iabc central lumen, outer lumen, cathgard, bifurcate, short driveline tubing and one-way valve. The one-way valve was connected and tethered to the short driveline tubing. The iabc distal tip was noted separated and no longer attached to the iabc central lumen/inner cannula. No bladder material was noted on the iabc outer lumen. Multiple bends to the iabc central lumen were noted at approximately 57.3cm, 62.5cm and 71cm from the iabc luer end. Dried blood was noted on the exterior surfaces; dried blood was noted within the iabc short driveline tubing/helium pathway. No other damage or abnormalities were noted. No sheath was noted on the returned sample. It could not be confidently determined which damage/separation occurred first. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0066in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood clot exited. The returned iabc was unable to be leak tested due to the returned state of the device; however, the iabc distal tip was blocked off and water was filled into the iabc bladder. No leak was noted. After the cleaning, the iabc bladder was visually inspected again; no damage or abnormalities were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 57.5cm and 71.1cm from the iabc luer, which are the locations of the previously noted bends. The guidewire exited from the separated end of the iabc central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon falls off" is confirmed. During the investigation, various damages were immediately noted to the iabc, and the device was returned in two separate sections. The proximal end of the iabc bladder was noted detached from the outer lumen. In addition, the iabc distal tip was noted separated and no longer attached to the iabc central lumen/inner cannula. It could not be confidently determined which damage/separation occurred first. Based on re-view of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iabc distal tip separation from the central lumen and iabc bladder detached from the outer lumen. The probable root cause of the complaint is manufacturing related. Two non-conformances have been initiated to further investigate the issues related to the iabc bladder detached from the outer lumen and iabc distal tip separated from the central lumen.

Event description:
It was reported "balloon falls off after inflating". Additional information states that the catheter was removed in its entirety and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "balloon falls off after inflating". Additional information states that the catheter was removed in its entirety and not replaced. The patient's current condition is reported as "fine".